Event description:
Information was received indicating that a smiths medical cadd solis vip pump failed distill occlusion. There was no reported adverse event.

Manufacturer narrative:
Other, other text: b5: additional information received by smiths on 29-jun-2021 via email: failure found during routine preventative maintenance testing, no patient was involved. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the device intact. Unable to duplicate customer's reported problem in that the pump -failed distill occlusion- issue during the investigation. Downstream occlusion sensor was replaced. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.